Event description:
Information was obtained from the physician indicating that the patient had a blood infection which spread to the vns leads.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient presented with an infection and then underwent surgery to have their generator removed. Two years later the patient presented with wound abscess and had part of their lead removed. Then, the following year the rest of the lead was removed due to wound dehiscence and for infection clean up. Device history records for the generator and lead were reviewed. The generator and lead passed final quality and functional specifications prior to release. The devices were sterilized prior to being released. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.